Event description:
Reportedly, when the pt removed the trocar from the abdomen, the device came apart with pieces falling into the pt's cavity. All pieces were retrieved without pt injury.

Event description:
Reportedly, when the patient removed the trocar from the abdomen, the device came apart with pieces falling into the patient's cavity. All pieces were retrieved without patient injury.